Manufacturer narrative:
(B)(4). Date sent: 4/16/2026. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 5/12/2026. D4 batch #: a9999g. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the shaft bent. The instrument was connected to a gen11 and it was recognized as expected. No functional testing could be performed due to the condition of the device. The bent shaft could have caused the instrument to not open and close as designed. However, no conclusion could be reached as to what may have caused the damage to the shaft. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch a9999g, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the clamp was stuck in closed position. No patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 3/20/2026 d4 batch #: unknown attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.